Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. No other misread incidents were reported after the customer performed an auto-loader sample bar code cleaning.. Tracking and trending identified no adverse trend for this issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.

Event description:
The customer stated a cell-dyn sapphire analyzer misread a sample barcode. The analyzer misread sid (B)(4). The customer cleaned the barcode reader and the analyzer read the sample correctly. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.